Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) seal was peeling. Accuracy testing performed. Customer¿s reported problem of "failed accuracy test +7.55%" was verified by accuracy testing. The cause was the expulsor being out of spec. Trimmed expulsor to correct the issue. Cadd solis device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test at +7.55%. There was no patient involvement, and no patient harm/adverse event reported.